Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing anastomosis at the colon during a hemicolectomy procedure, the stapler misfired. There was no patient injury. The procedure was converted from laparoscopic to open unrelated to the device problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received without a 3.5 mm single use loading unit (sulu). Functionally, since the sulu was not returned for evaluation, a pmv representative sulu was used for testing. The instrument and the representative sulu were applied to test media with proper staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.